Manufacturer narrative:
A visual inspection revealed the device was not returned with original packaging. The proximal body and anchor plug is still intact and on the device. Part of the distal tip is detached from device and the other half is down inside tube. No other physical damage is visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material found there are requirements for conformance and a certificate of material analysis is required based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. It was determined the device did not contribute to the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device factors, which could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force and or not following the IFU to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy procedure, the distal part of the healicoil knotless anchor broke when passing the sutures through the anchor. The procedure was completed without delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
(B)(4).